Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, several episodes of high pacing impedance were noted on the right ventricular (rv) lead. Technical support suggested reprogramming; however, no intervention was performed to resolve the event. The patient was stable and will continue to be monitored.